Event description:
Reportedly, after the second firing, surgeon confirmed bleeding from the pt side. Subsequently, converted to an open procedure and reinforced the area by hand sewing. No further pt injury reported.